Event description:
It was reported that the catheter became stuck in the vessel. An angiojet solent omni catheter was selected for use. During withdrawal, the catheter became stuck in the vessel. The physician then removed the angiojet catheter using a non-bsc stiff guidewire, and pulling the catheter out across the aortic bifurcation. There were no patient complications reported.